Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed a leak from the probe and discovered that the tubing through pinch valve pv26 was misrouted. The fse noted that the sheath tank (st1) was not filling due to a defective float switch and proceeded to replace the sheath tank to resolve the issue. The fse verified the repairs as per established procedures, and indicated that the leak and latron control recovery issues were resolved. Failure mode of the leak is attributed to the misrouted tubing through pinch valve pv26. The fse also found a defective float switch on the sheath tank and the instrument generated latron control out of range to alert the operator to an instrument problem. (B)(4).

Event description:
The customer reported that approximately 1 ml of diluent leaked from the probe of the lh 500 hematology analyzer while running in open vial mode. The customer indicated that the leak was not contained within the instrument. The customer stated that latron quality control (qc) results were not within the established ranges, and the customer noted no issues with 5c control results when run in primary mode. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.